Manufacturer narrative:
On 09/11/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to aortic stenosis. The operative report was also received.the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 54 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.